Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Immediately after consumer went swimming in a lake. Shortly after the consumer's ear swelled and became infected. Over a 2-3 week period the consumer saw two doctors that drained the abscess and placed the consumer on antibiotics. The consumer saw another dr in 2000 and was placed in the hosp for incision and drainage of the site and was placed on a course of IV and oral antibiotics. The consumer was released in 2000. The consumer was admitted again in 2000 for another abcess which was drained and IV antibiotics were again given. The consumer was released with continued medication.